Event description:
On 10th november, 2020 getinge became aware of an issue with hled surgical light. As it was stated, the parts needed to be replaced due to its damage. The damages we can observe on pictures are paint chipping and missing cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with hled surgical light. As it was stated, the parts needed to be replaced due to its damage. The damages we can observe on pictures are paint chipping and missing parts. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Device wasn't repaired due to fact that the customer didn't accept the budget. It was established that when the event occurred, due to the detected paint chipping and missing part the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The missing cover detected during servicing was probably removed previously, the reason has not been indicated. To prevent any incident the hled user manual 01601en09, pages 38-41 mentions to daily checks which must be performed by the user. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. The correction of b5 "describe event or problem" field deems required. This is based on the internal evaluation. Previous b5: on 10th november, 2020 getinge became aware of an issue with hled surgical light. As it was stated, the parts needed to be replaced due to its damage. The damages we can observe on pictures are paint chipping and missing parts. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5: on 10th november, 2020 getinge became aware of an issue with hled surgical light. As it was stated, the parts needed to be replaced due to its damage. The damages we can observe on pictures are paint chipping and missing cover. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation the purpose of this submission is also to provide that the additional information regarding version or model # and catalog# were received. #d4: previous version or model #: ard568515010c; corrected version or model #: ard567910968. Previous catalog#: ard568515010c; corrected catalog#: ard567910968.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 10th november, 2020 getinge became aware of an issue with hled surgical light. As it was stated, the parts needed to be replaced due to its damage. The damages we can observe on pictures are paint chipping and missing parts. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.